Manufacturer narrative:
A beckman field service engineer (fse) evaluated the au5800 chemistry analyzer and replaced reference electrode and electrode packing to resolve the issue. The fse performed quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high ion selective electrode (ise) patient results for sodium, potassium and chloride on their au5800 clinical chemistry analyzer. The results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.